Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 18 cm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements, noise, oversensing and pacing inhibition were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the remote monitoring system associated with this right ventricular (rv) lead detected a high pacing impedance measurements greater than 2,000 ohms. There was also a non-sustained ventricular tachycardia (nsvt) episode that displayed noise and oversensing resulting in pacing inhibition. A revision procedure was performed and the rv lead was explanted and replaced. The right atrial (ra) lead was also explanted during the procedure. It was reported that both the rv and ra leads exhibited clavicular damage. The device system was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.